Event description:
It was reported that a significant increase in left ventricular (lv) lead threshold likely contributed to the rapid battery depletion of the cardiac resynchronization therapy - defibrillator (crt-d). The lead was repositioned and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert was indicated. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum lv pace impedance rises from an approximate baseline of 400 ohms to greater than 4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtbc2d1, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).